Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors had blood/body fluid (not obstructed). (B)(4) the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that during a pacemaker revision, the left ventricular leads were attempted one due to being dropped and one due to being too short for the patient. A different lead was successfully implanted. No patient complications were reported as a result of this event.